Event description:
Patient was treated in 2005. Immediately post treatment the doctor noticed pinpoint size burns on face of patient. Doctor inspected treatment tip and noticed two dark spots on the membrane.